Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that insulation damage was noted at the tie down/suture sleeve area on both the right atrial (ra) and right ventricular (rv) leads at the time of a routine upgrade procedure. An insulation repair was made in the same area on both leads, which appeared to be worn. The physician repaired the area using silicone glue <(>&<)> modified a lead end cap to wrap around that portion of the lead. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.